Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high as compared to another meter. On (B)(6) 2014 the medical surveillance specialist (mss) spoke with the patient¿s son to obtain and verify information. The patient claimed the alleged issue began on the same day she contacted lfs for assistance. She tested on the subject meter between 12-1pm and observed a value of ¿214 mg/dl.¿ the patient reportedly manages her diabetes with humalog and a long lasting insulin (unknown name) taken in the morning. The dose of self-adjusting insulin is not known. The son did not know if the patient took her insulin after receiving the reading of 214mg/dl. Approximately 45 minutes after testing, the patient reportedly had passed out. Her son informed the mss that her friend went to check on her and found her unconscious so she called the emergency medical services (ems). When they arrived they tested the patient¿s blood glucose and observed a value of ¿30mg/dl¿ at approximately 1pm on the ems meter (unknown brand). The time difference between the two tests exceeds 30 minutes. The patient reportedly was treated with a glucagon shot in her finger immediately after testing at 1pm and she regained consciousness within approximately 20 minutes. The patient was not taken to the hospital. The son did not know what her blood glucose was when the ems left. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 (06/12/2014) ¿ a DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. Additionally, retains passed all testing on (B)(4) 2014. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (06/11/2014).the lay user/patient¿s products have been returned and evaluated by lifescan product analysis on 06/09/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.